Event description:
The customer reported a pt who experienced a reaction after an examination with an olympus scope that had been processed in an aer using cidex opa. It was reported that the pt experienced a high fever, chills, and bloody diarrhea. The pt was treated with an unk antibiotic and an unk steroid and recovered without further issue. Waiting for the customer to receive service.

Manufacturer narrative:
Other: skin contact.